Event description:
It was reported that unstable knee with tibial components showed increased hot spots in scan according to the surgeon. Revision surgery due to unstable knee. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical product: unknown femoral catalog #: n/I lot #: n/I; vngd ant stblzd brg 12x75 catalog #: 189082 lot #: 581300. Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03442, 0001825034 - 2021 - 03237.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.